Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation; however, medical records and images were provided and reviewed. Therefore, the investigation is confirmed for the perforation. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model unknown snf vena cava filter allegedly experienced perforation. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 59 years old and weight was not provided.